Event description:
On (B)(6) 2026 a PICC catheter was trimmed to the 10 cm mark, the appropriate size as patient was a micropremie. A soft, single lumen, brand vygon premicath, lot number 231016d, size 1 french catheter was inserted via a small needle introducer, successfully, on the 1st attempt into the patient via the antecubital vein. This was done following the IFU process. On 3/14 the patient developed multiple bradycardic events requiring positive pressure ventilation with poor response. Despite ongoing chest compressions, multiple doses of epinephrine, and fluid boluses, the infant showed no meaningful response. Given the presence of a central line and the lack of response to resuscitative efforts, pericardial tamponade was suspected. An emergent pericardiocentesis was performed, yielding approximately 5-6 ml of blood-tinged fluid. Immediately following this drainage, the infants heart rate improved and return of spontaneous circulation was achieved. The PICC line was withdrawn by approximately 3-4 cm. Approximately 20 minutes after return of spontaneous circulation, while an echocardiogram was being performed at the bedside, the infant's heart rate again began to decline to below 100 beats per minute. The echocardiogram demonstrated reaccumulation of pericardial fluid. A second attempt at pericardiocentesis was performed under ultrasound guidance, yielding approximately 2-3 ml of blood. The infant received additional resuscitative measures including normal saline bolus, chest compressions, and another dose of epinephrine. Return of spontaneous circulation was again achieved shortly thereafter. The PICC line was removed and it was noted that a portion of the guidewire remained within the catheter at the time of removal and was protruding from the distal end.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.